Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of previous inhouse testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Customer was using an expired product for testing. Using expired product may be a cause for the errors experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant low inratio value. Date: (B)(6) 2014, inratio 1.5, dr poc 3.0. Tests performed within three hours. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.